Event description:
On (B)(6) 2012, (B)(6) woman with pmh of abdominal pain on left lower quadrant and chronic iron deficiency anemia was scheduled for endoscopy evaluation. Under mac anesthesia an endoscope was passed and showed two nodules in the stomach. After removing the endoscope a cook duette kit was used to remove the nodules. A small amount of oozing was noted in the gastric body nodule. A boston scientific resolution clip was used to oppose the resection edge. Another one was placed close to the previous clip, but this one was not released during deployment and remained attached to both the delivery device and gastric mucosa, despite attempts to release it. The handle of the clip was cut off using a wire cutter, but the clip still would not release from the delivery device. The clip was able to be removed from the gastric mucosa by gently winging it without any harm. The previous clip was dislodged in the process. Two cook clips were then placed over the muscosa resection site with good tissue opposition. No bleeding noted. See scanned page.